Manufacturer narrative:
The three burs subject to this investigation were not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, three burs broke. It was also reported that there was no known delay or adverse consequences as a result of this event. No further information has been provided.